Event description:
It was reported that this patient was referred for a full revision due to current not being delivered and observed high impedance. As a result the patient also experienced an increase in seizures. Surgery occurred, and the patient's lead and generator were replaced. The products have not been received by the manufacturer to date. No other relevant information has been received to date.

Manufacturer narrative:
Event description, corrected data: initial report inadvertently did not state that high impedance was observed on the newly implanted generator.

Event description:
Tc stated that during the patient¿s full revision surgery, the old lead was plugged into the new generator and high impedance was still observed (>=10,000 ohms) even after the pin was cleaned and re-inserted ensuring that the pin was seated properly. No other relevant information has been received to date.

Event description:
The lead and generator have been received by the manufacturer and analysis is underway but has not been completed to date. No other relevant information has been received to date.

Event description:
The lead was received for product analysis and abraded openings were noted on the outer silicone tubing. The report of lead fracture was not verified within the returned lead portions.. Since the electrode array portion was not returned for analysis, an evaluation cannot be made on that portion of the lead. Other than the typical wear and explant related observations, no other anomalies were identified in the returned lead potion. The generator was also returned for product analysis . Electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was verified. There were no anomalies that were found to be associated with the generator. No other relevant information has been received to date.